Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that after replacing the electrode, the samples resulted as expected. The cause of the falsely low and falsely elevated chloride results is a malfunction of the electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low and falsely elevated chloride results were obtained on three patient samples on an advia 1800 instrument. The discordant results were flagged as they did not match the patients¿ clinical history, and were not reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low and falsely elevated chloride results.